Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with two neurostimulators, one for spinal pain and one for non-malignant pain. It was reported that the patient contracted influenza a/avian influenza and she went to the intensive care unit. They did some tests/medical procedures on her and ever since then her devices have not worked as well as they normally did. The patient was not sure if it was MRI or what they did. The issue began in (B)(6) of 2016. On the night of (B)(6) 2016 the patient bent over the dishwasher and has a severe stabbing pain/sensation in her back near the top of the device. The patient was to follow-up with a healthcare professional and noted that she already left them a message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.